Event description:
Additional information received: a. The cement does not hold despite preparation in accordance with recommendations and good practice, delaying surgery, increasing the risk of infection, and prolonging anesthesia time (approximately 45 min). Removal and replacement of implants and change of cement. B. What equipment was used to prepare/mix the cement? The cement was prepared in a cement bowl with the appropriate spatula. When pouring, the solvent first and then the powder. Nothing was visually abnormal during this production. C. What was the timing to mix and the time between mixing and setting? I mixed for 1 minute and after 10 minutes we noticed that the mixture had hardened. D. What equipment was used to deliver the cement? The cement was simply positioned on the implants by hand. No use of other materials. E. What was the storage temperature of the cement prior to usage? The temperature of the arsenal in which it is stored is between 17° and 20° c depending on the supervision of the operating room. F. What was the or temperature during the use of the cement? During and throughout the intervention, the room temperature was 18.7°c g. Was the device available for return? There is no device to return because all of the cement was used contaminated or brought into contact with the patient. There is therefore no possibility of recovering it.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). Dmf# - 13704. Trade name ¿ gentamicin sulphate. Active ingredient(s) ¿ gentamicin sulphate. Dosage form - powder. Strength ¿ 1.0g active in our cements. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that despite preparing, using and applying cement in accordance with the rules and recommendations, it did not fulfill its function. Once the waiting time had elapsed, the cement was hard, but it turned out that it had not set on the bone and very little on the implants. As a result, the implants did not hold. Consequences: the surgeon had to remove and replace both implants. In the case of the tibial implant, the surgeon recovered it after successfully removing the cement on top. Given the shape of the femoral implant, it was impossible to apply the same way. The surgeon therefore had to change it and fit the next size up. This means cutting into the bone in order to install it. This whole process resulted in the surgery taking around 40 - 50 minutes longer and therefore requiring more anesthesia, an increased risk of infection for the patient and a delay in the rest of the operating program.